Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40's-50's mg/dl. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.